Event description:
On (B)(6) 2023, it was reported by a arthrex employee via sems that an ar-7300ds dissector has black powder on the tip, and was smearing on the tissue via the screen. This was discovered during a case with no patient effect.

Manufacturer narrative:
The complaint is confirmed. Visual evaluation of a picture ar-7300ds serial/batch number (B)(6), attached to the complaint. It is observed that the gauze next to the dissector shows black marks close to the tip and the proximal end close to the hub where the instrument is. It is concluded that there is a contamination in the gauze that allegedly came out of the instrument. Review of device history records, work order traveler, it was noted that the sterilization load number is present. No issues were found in the device documentation. The most likely cause for the reported failure is an internal manufacturing process.